Manufacturer narrative:
The reason for this revision surgery was to remedy pain in groin area after 1 years, 1 months, 16 days in vivo. The healthcare professional indicated there was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was disposed of at the hospital and not made available to djo surgical for examination. A review of the device history records showed no non-conforming material reports associated with the main contributor component listed in the complaint. A review of the product complaint report history showed there has been 1 prior complaint reported against this part; this is the first complaint against this lot number. This investigation is limited in scope because the explanted products were not returned to djo surgical and hence a definitive root cause cannot be determined. The most common cause of groin pain is a strain of the muscles, ligaments, or tendons in the groin area, improper implant selection, degenerative bone disease, patient non-compliance with medical instructions. There was no information reported that evidences a material, design, or manufacturing problem with the product.

Event description:
Revision surgery - due to the patient having pain in groin area.